Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. However, the device issue of no alarm was not able to duplicated, so the original complaint issue was not able to be confirmed. The issue of shutting down was confirmed. The following fields were updated accordingly.

Event description:
Provider states the unit will power on runs for a few seconds then shuts down, no alarm.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states the unit will power on runs for a few seconds then shuts down, no alarm.